Event description:
Revision Surgery - due to Instability.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01459; 346-14-706, S814 - Stability, Poor Joint, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.